Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis patient contact reported to a fresenius post market surveillance specialist that when they removed the cassette from last night¿s treatment (B)(6) 2025). It was damp on the back. Upon further inspection, the reporter found several pin hole leaks in the back of the cassette. The leak was discovered after treatment while breaking down the cycler. The patient was not connected. The cause of the leak is unknown. The patient was able to complete treatment on the night of the reported event. The sample cassette is available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event. Upon follow up, the patient contact stated that the cassette was leaking. With a magnifying glass, he could see the pin holes in the back of the cassette. The leak was very small, and the amount of fluid that leaked was only several drops. The leak was discovered after treatment, the patient was not connected. The patient contact stated that the cassette was at fault, not the cycler. He believes it was a bad lot of cassettes. They have changed lot numbers and have not had any problem since. The patient was able complete treatment on the night of the reported event. The sample cassette is available for return. There is also an unused companion sample available for return. There was no patient serious injury or medical intervention required as a result of this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis patient contact reported to a fresenius post market surveillance specialist that when they removed the cassette from last night¿s treatment (on (B)(6) 2025). It was damp on the back. Upon further inspection, the reporter found several pin hole leaks in the back of the cassette. The leak was discovered after treatment while breaking down the cycler. The patient was not connected. The cause of the leak is unknown. The patient was able to complete treatment on the night of the reported event. The sample cassette is available for return for evaluation. There was no patient serious injury or medical intervention required as a result of this event. Upon follow up, the patient contact stated that the cassette was leaking. With a magnifying glass, he could see the pin holes in the back of the cassette. The leak was very small, and the amount of fluid that leaked was only several drops. The leak was discovered after treatment, the patient was not connected. The patient contact stated that the cassette was at fault, not the cycler. He believes it was a bad lot of cassettes. They have changed lot numbers and have not had any problem since. The patient was able complete treatment on the night of the reported event. The sample cassette is available for return. There is also an unused companion sample available for return. There was no patient serious injury or medical intervention required as a result of this event.